Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was diarrhea. The patient began remedial treatment with aamikacin (250mg ip, twice daily). As of (B)(6) 2011, the event of peritonitis was resolving, however the patient remained hospitalized. It was not reported if the event of diarrhea had resolved. Dianeal pd2 ultrabag therapy was ongoing as was remedial treatment with amikacin. The nurse stated the event of peritonitis was not related to dianeal pd2 ultrabag therapy. The nurse did not provide a causality statement for the event of diarrhea.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.